Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock implanted with an impella cp device experienced an access site complication. There was right groin site bleeding, and a hematoma was present. To address, sutures were tightened, the site redressed, and two units of packed red blood cells were given for 3pt hemoglobin (hgb) drop. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue since the hemostasis was achieved by tightening the sutures. H6 component code 4755 changed to 925.